Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/26/2017 with the following findings: a review of the pump black box data revealed one pump reboot after a cs 052 and one unexplained reboot. During a visual inspection of the pump, the battery compartment was observed to be cracked. Or returned battery cap. The returned battery cap secured properly to the pump, and a power loss was not observed. There was moisture corrosion observed on the display screen inside the pump. A leak test showed a battery compartment leak. The pump was exercised for 24 hours with no power interruptions. The pump¿s cover was removed and moisture corrosion was found to the force sensor plate and power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was noted that there was moisture behind the display. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.